Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove lock line which required cutting the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips implanted without issue. During an attempt to deploy the third clip, resistance was noted during removal of the lock line. Approximately,12 to 18 inches of the lock line was able to removed. It was decided to remove the clip, but because the clip would not unlock, the clip was deployed by removing the cds and cutting the lock line just outside the steerable guide catheter. The lock line was removed successfully without harm to the patient and no increase in mr. Three clips implanted, reducing mr to 2. The next day the patient had no increase in mr, the clips remained stable and was doing well. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported mechanical jam associated with inability removing the lock line was confirmed due to an observed knot. The reported inability to open the clip could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the observed knot, a cause for how the knot formed could not be determined. Additionally, a cause for the reported unable to open the clip could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.